Event description:
It is reported that end-user developed a yeast infection beneath the skin barrier after three (3) days of use, which was treated with prescription diflucan. It is further reported that the diflucan was prescribed by end-user's daughter who called and stated that she is a physician. She stated she prescribed diflucan for what was a yeast infection beneath the skin barrier. Lastly, she states that the area currently is drying up and is less irritated as a result.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. The use of sting free products and stomahesive powder was discussed with complainant, and samples will be sent of the mentioned products. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.